Manufacturer narrative:
Note: the hanaulux 3000 series light system is not marketed in the us. This report has been made due to a similarity with devices marketed by maquet in the us. A maquet field service technician (fst) evaluated the device and found that the spring arm was broken at the weld seam. He replaced the spring arm with a new one and returned the device to service. Additionally, the device was directly involved with the reported incident however was not being used for treatment or diagnosis of the patient when the event occurred. This malfunction was previously addressed in the us through the device correction noted.

Event description:
The customer reported that the spring arm broke and fell down. There was no patient involvement and were no injuries reported. (B)(4).